Manufacturer narrative:
(D10) concomitant device(s): 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6), 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: (B)(6), 320-10-00 - equinoxe reverse adapter plate tray +0: (B)(6), 320-01-42 - equinoxe rev 42mm glenosphere: (B)(6), 320-15-04 - rs glenoid plate r post (B)(6), 8 deg, right: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from disassembly between the humeral liner and humeral tray. However, the reported disassembly cannot be confirmed. Additionally, potential contributions from patient and user-related considerations, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced humeral liner disassociation of polyethylene. It was reported that the patient had not been seen for 5 years and did not report any fall or trauma. As a result, approximately 5 years after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.